Event description:
A peritoneal dialysis pt called about a fluid leak that occurred about a month ago. He did not report it then, just kept using the cycler. He stated that he believes that the back of the cassette was cracked and that caused the leak. There is no sample available for eval. There is no report of pt ill effect.